Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and found that the oxygen (o2) sensor was cracked. The cse replaced the o2 sensor and unit passed the extended self-test. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of MFR. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013.

Event description:
Covidien received info stating that an 840 ventilator failed the leak test during the extended self-test (est). The ventilator was not in use on a pt at the time the malfunction occurred.